Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb assembly lithium coin battery was evaluated and replaced. The cmos settings were also reset as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced a 'data error' resulting in an un-commanded shut down. There is no report of a patient injury or death associated with this event.